Event description:
A nurse reported that an 80-year-old pt using novofine 8 mm (30g) needle, due to type 2 diabetes mellitus (duration unk), experienced that a needle broke off in their skin in 2004. The pt was not hospitalized, but consulted their nurse and physician and reportedly it has not yet been decided if the needle will be removed surgically. It is reported that the pt does not re-use disposable needles. The suspected product has been returned for analysis and results are pending.